Manufacturer narrative:
The clip covid rapid antigen test is a system (test kit and analyzer) indicated for use in the qualitative detection of the nucleocapsid protein antigen from sars-cov-2 directly from anterior nasal swab specimens collected from individuals who are suspected of covid-19 by their healthcare provider within the first five days of onset of symptoms. This test is authorized for use at the point of care (poc), i.e., in patient care settings operating under a clia certificate of waiver, certificate of compliance, or certificate of accreditation. A known positive patient was sampled by a technician as part of an in-home collection on (B)(6) 2021 as part of a clinical study using the clip covid rapid antigen test kit and the cepheid rt-pcr. A 35 minute delay between specimen collection and specimen processing ensued due to transport from the collection location to the processing site. The results were discordant, with the clip covid rapid antigen test returning a negative result and the rt-pcr a positive result. Luminostics is in the process of identifying the exact serial numbers of the analyzers used, as well as the uid of the sample. A review of the batch records and sample analysis records did not indicate any issues with the test cartridge. Good faith efforts to obtain the information are underway, with follow-up interviews conducted as recently as 06 may 2021. Outstanding questions include whether the patient was presenting with covid-19 symptoms at the time of specimen collection, and if they were, how many days it had been since symptom onset. Additional information, including return of the analyzer has been requested. Per pl002, user manual: a negative test result may occur if the level of antigen in a sample is below the detection limit of the test or if the sample was collected improperly. False negative results may occur if a specimen is improperly collected, transported or handled. Transport of the specimen may have impacted the results. It is unknown at this time whether a malfunction occurred in the clip covid rapid antigen test or if inadequate sample collection or transport resulted in the suspected false negative. However, in an abundance of caution, luminostics is making this report to FDA per section g of our letter of authorization dated 12/7/2020 and will update if and when more information becomes available.

Event description:
An assumed-positive person was sampled by a laboratory technician on (B)(6) 2021 as part of a clinical study using the clip covid rapid antigen test kit and the cepheid rt-pcr (note: status of eua-authorization is unknown as specifics of cepheid test not available as yet). A nasopharyngeal swab was collected for rt-pcr followed by an anterior nares swab was collected using the swab provided with the clip covid rapid antigen test kit. A 35 minute delay between specimen collection and specimen processing ensued due to transport from the collection location to the processing site. The results were discordant, with the clip covid rapid antigen test returning a negative result and the rt-pcr a positive result.